Event description:
Event was reported to caldera medical by an attorney. The patient has suffered bladder irritation, sensitivity inside her vagina during intercourse, severe burning, difficulty sitting, bleeding, leakage of urine, and cramping. No further information has been provided.